Manufacturer narrative:
The ICD and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high, out of range shock impedance measurements on this right ventricular (rv) lead. The patient's physician is aware of the situation and the system remains implanted at this time. The patient will continue to be monitored. No adverse patient effects were reported.